Manufacturer narrative:
The device was returned to olympus and the customer¿s allegation was confirmed. In addition to foreign object inside the nozzle, additional evaluation findings are as follows: due to wear of angle wire bending angle in up direction did not meet the standard value, plastic distal end cover had a scratch, light guide lens had discoloration, objective lens had discoloration, protector of universal cord on suction connector side had a scratch, scope connector cover unit had a scratch, forceps elevator lever had a scratch, forceps elevator knob had a scratch, up/down knob had a scratch, right/left knob had a scratch, switch box had a scratch, scope cover had a scratch, suction connector had corrosion, suction connector had a scratch, universal cord had a scratch, grip had a scratch, control unit had a scratch, electrical connector had discoloration due to water leakage, due to nozzle clogging amount of water contact did not meet the standard value, due to clogging of nozzle water removal ability did not meet the standard value, adhesive on bending section cover had a chip, due to wear of angle wire the play of up/down knob was out of the standard value, connecting tube had a scratch, and due to dirt on objective lens there was a lack of image on the monitor. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the colonovideoscope had nozzle drainage and air/water supply failure. During the evaluation the following reportable malfunction was found: foreign object found inside the nozzle. There was no report of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed and concluded to be organic silicone (powder, solid), hydroxide, and silicic acid. No physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. The reason why foreign substances such as organic silicone (powder, hydroxide, silicic acid, etc.) Remained in the nozzle is estimated from the adhesion to the scope. It is assumed that the residue dried and stuck inside the nozzle. Regarding the organic silicone (solid), it is possible that part of the product was chipped due to deterioration of the accessories and entered the air /water channel, leading to the blockage. The inspection method for the event is described as follows in the operation manual " chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system": [inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities inspection of the objective lens cleaning function] inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. The inspection method for the event is described as follows in the operation manual " chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system". [Inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities inspection of the objective lens cleaning function] 1 keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.